Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Requested patient demographics however not provided.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "primary IV tubing malfunction tubing disconnected from port. No injury to patient."